Event description:
It was reported that when opening the box, it was noted that a dressing was attached to the edge. The product was not used on patient. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Complainant city: santiago, complainant state/province: providencia, complainant country: chile, affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
A batch record review was completed and no discrepancies were found. Affected amount: 1 device aquacel ag+ extra10x10cm(1x10pk)ster eur was manufactured under sap code 1708331 and manufacturing lot number 1d00924 lot # 1d00924 was sterilised under lot 2163-1254a and released on review of results of sterilisation provided by sterilisation company steris. All results were within specification and products were released. No nonconformity was registered during the manufacturing process of lot 1d00924. This is the only complaint for the affected lot registered within tw- (B)(4) for this malfunction code. No nonconformance was raised for this issue, as nonconformance tw- (B)(4) and investigation 1509684 already cover the previous batch (1d00923) and is for the same product run on the same manufacturing line. As this non-conformance and investigation are closed, the issue requires no further investigation. 4 photographs were received for this issue and have been evaluated in accordance with wi-(B)(4). The photographs do not show the expected lot number, but confirm the product type and the complaint issue. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571

Event description:
To date no additional patient or event details have been received.